Event description:
Additional information indicated that the cause of the event was 'post - catheter insertion spinal headache'. A blood patch was performed with complete resolution. The patient recovered without permanent impairment. The device system was used to deliver baclofen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the last three months, the patient was treated for a csf (cerebrospinal fluid) leak with a blood patch. The patient got well after the blood patch.

Event description:
Additional information reported the dosage and concentration was verified as concentration 2500 mcg/ml; dose 350mcg.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n427902, implanted: (B)(6) 2014, product type: accessory; product ID 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).